Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire ruptured when the unit was energized. The event occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d7a this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.